Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the cadiere forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. A review of the instrument log for the product associated with this event shows the cadiere forceps (p/n: 470049-07 and batch/sequence number: n10200224-0141) was used on (B)(6) 2020 on system sk1619 with 0 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product. No images, or videos were shared for the event. This complaint is being reported due to the following conclusion: during a davinci-assisted surgical procedure, while dissecting, one of the teeth of a cadiere forceps instrument fell inside a patient. The fragment was retrieved during the same procedure. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. Additionally, if the reported malfunction were to recur, it could cause or contribute to an adverse event. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while dissecting, one of the teeth of a cadiere forceps instrument fell inside a patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the instrument was inspected prior to use and nothing looked suspicious. The fragment was retrieved visually with a back-up cadiere forceps. The fragment was large enough to not require any post-operative tests. The fragment will be included when the instrument is returned to isi. The surgeon was dissecting when he noticed something was wrong with the instrument. The instrument did not collide with any other instrument or tip accessory and the instrument wrist was straightened upon removal. There are no video, or photos to share with isi regarding this issue. The robotics coordinator was not able to get the patient file to provide patient-related information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".